Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had made excellent progress in speech development with the device and that the patient presented to the clinic on the second week of august reporting no longer having access to sound with the device and having suffered bad fall. Bleeding above the implant site was observed. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
It was reported that the patient had made excellent progress in speech development with the device but in the second week of (B)(6) the patient presented to the clinic reporting no longer having access to sound with the device after having suffered a bad fall. Bleeding above the implant site was observed.